Event description:
Our rep. Is reporting that a pt underwent wrist arthroscopy and tfcc debridement. Tfcc very degenerative and lamination extending to dorsal capsule. A vapr se electrode was used for debridement in 4/5 portal. Surgery appeared very straightforward. The next morning, the pt could not extend index finger. The surgeon explored under general anesthetic. Findings were, portal was enlarged and had a circular burn where vapr electrode had been, 4 extensor tendons in the 4th compartment were ruptured and evidence of thermal damage. They further stated that there is the appearance that the metal circular proximal part of the electrode had done the damage, this would have been in the capsule for the dorsal and dorso/radial part of debridement. The ruptured extensor tendons were repaired. The pt is now in a plaster cast for 4 weeks and then the damage will be assessed again. Surgeon not anticipating any long term problems.

Manufacturer narrative:
Mitek is at this point in time engaged in info gathering. "When all of the info that can be had, is had and evaluated, the results of said investigation will be the subject in the follow-up report."